Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: initial reporter updated from (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title ¿impact of lesion morphology on stent elongation during bifurcation pci: an in vivo oct study¿. B3: date of event estimated as 07/01/2017. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported through a research article, identifying the abbott oct system and xience stent as follows: it was reported that a total of 116 patients had stent elongation between july 2017 and march 2022 after placement of either a xience drug eluting stent (des), or a competitor stent. Optical coherence tomography (oct) was used to assess the longitudinal mechanical behavior of the des and evaluate the relationship between post-percutaneous coronary intervention (pci) stent elongation and lesion morphology. In 18 patients, inadequate oct image quality precluded accurate classification of plaque morphology or assessment of post-pci stent length and expansion. The conclusion of this study shows that contemporary des elongate following implantation and post-dilatation, and this is significantly mediated by plaque morphology. This is an important consideration when planning a strategy for des implantation. Please see attached article for additional information.